Manufacturer narrative:
(B)(4) date sent: 11/10/2016. Additional information requested and received: additional insights: this case was actually a gastric bypass so the staple line that he was concerned with was actually higher us near the fundus. What were the indications for surgery? Gastric cancer. Was buttressing material used? No. Were there any issues noted with staple formation in primary or secondary procedure? No. How was the leak identified and how long post-op? Patient had fluid collection about 7-10 days post-op. Was the issue identified as bleeding or anastomosis leak? Not intra-op time. Later determined bleeding. How was the issue treated? Placed drains. What is the current patient status? "So far, so good". Additional information received: the initial procedure was performed on (B)(6) 2016 and it is unknown when the reoperation was performed. There were no details about how the patient presented, what testing or imaging was done to indicate a leak. The rep believes the reoperation was for a ¿leak¿ meaning bleeding from the staple line, but that the reoperation was done a couple weeks after the original procedure, which would not fit with the expected timeline. The appearance of the staple line on reoperation is unknown. Send follow up questions to the sales rep and he will follow up for more details with the surgeon. The surgeon used to feel comfortable with seeing oozing at the staple line ¿ he could put a lap sponge over the oozing and it would be fine. Recently he has had trouble achieving hemostasis and is concerned that the staples might not be forming to the b-shape or some other issue with the integrity of the staple line.

Event description:
It was reported that following a partial gastrectomy procedure, the patient required a reoperation for a staple line leak. A green reload was used on one the first few firings near the pylorus in the initial procedure with no apparent issue. In the reoperation there was a leak from this staple line, specifics of which are unknown. It is unknown how the leak was repaired. The patient is currently doing well.